Manufacturer narrative:
Patient identifier: requested, not provided . Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided . Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported a kink in the locator of the angio-seal device involved. When the locator/insertion sheath assembly was attempted to be inserted into the artery, the locator kinked due to heavy resistance at the puncture site. The device was not used, and another angio-seal device was used to continue the procedure. However, the locator of the second angio-seal assembly also encountered heavy resistance at the puncture site and kinked as well. Calcification was observed around the puncture site. The second device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. There was no health damage to the patient. There was no patient injury or surgical intervention required. No equipment or other devices were used with the above product. The procedure before deploying the device was a permanent pace-maker insertion (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 millimeters.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and has been sent to the new product development (npd) quality team.